Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept saying that their blood glucose value was low and would suspend. The customer¿s blood glucose value from the reported event was 132 mg/dl while the sensor glucose value from the reported event was 81 mg/dl. The suspend on low limit in the sensor settings was set to 100 mg/dl. Troubleshooting was performed. It was noted that they received a change sensor alert after a calibration not accepted alert. The product will be returned for analysis.